Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-35 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of the suspect reagent lot. An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. Information from the customer site found that the patient was tested with a panel with five assays: apf, cea, ca19-9xr, ca125 and ca15-3. Only the ca19-9xr result was positive while the other assays were negative. No malfunction was identified. This issue was limited to a discreet patient sample and assay values were obtained with different assay methods that cannot be used interchangeably due to differences in assay methods and reagent specificity. No additional issues were identified.

Event description:
A falsely elevated architect ca 19-9xr assay result was reported out of the lab on a sample tested on an architect i2000sr analyzer. The result of 89 u/ml was above the customer cut-off of 37 u/ml and resulted in a pet-CT scan, which was negative. The sample was also tested on a roche platform where a result of 28.75 u/ml was generated, which is below the cut-off for this assay at 34.0 u/ml. The patient is a (B)(6) old female, post-operative and diagnosed with colorectal cancer. The sample was also tested on a second architect platform in the lab and generated similar elevated results comparable to the initial result. Controls have remained within specifications. There was no further impact to patient management reported.